Event description:
The customer reported that they lost telemetry monitoring for the surgical and oncology units for 10 minutes. The device was in use on a patient. There was no report of patient or user harm.